Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was "underdetecting" on the right ventricular lead. The right ventricular lead was explanted. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.